Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, a dissection occurred. The target lesion being treated was located in the left main coronary artery (lmca) and proximal circumflex (cx). The lesion was 90% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with predilation and placement of a 4.0x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, a 2.5x25mm maverick balloon was inflated and caused a dissection in the proximal vessel. The balloon would not traverse the most distal lesion. Although efforts were made to treat this vessel, the obtuse branch continued to demonstrate severe diffuse proximal dissection and slow flow. It improved with balloon inflations. It was further noted that the patient most likely had a periprocedural myocardial infarction relating to the reduced flow within the obtuse marginal. The patient's peak troponin was 50.2. The event was successfully resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.

Event description:
It was further reported that the patient presented due to angina and a positive stress test. Following the procedure, the patient continued to have ongoing chest discomfort and st-elevation.